Event description:
It was reported that the user could not initially connect a dexcom g7 continuous glucose monitor (cgm) sensor to the ilet and was likely entering an incorrect or older sensor code, while glucose values were visible in the dexcom app and the ilet was operating in bg run mode; the issue aligned with an incorrect procedure related to pairing with no specific device component implicated. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions, with no applicable device part involved. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.